Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle, the coating at the end of needle started to separate into pieces while being retracted. The issue occurred during an unknown procedure. There were no reports of patient harm.